Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the nav-ring didn't respond. There was no patient involvement.

Manufacturer narrative:
MFR received date: 29 aug 2019. Date of report received: 30 aug 2019. Touchscreen functionality was confirmed. This issue is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.